Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lv lead was explanted due to out of range impedance. No adverse patient events were reported. The explanted lead was discarded by the hospital because the patient was hiv-infected so further analysis is not possible. Should additional information be received, this file will be updated.